Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for recurrent mitral regurgitation and leaflet damage, which required intervention to prevent a permanent impairment. It was reported that on (B)(6) 2016, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. Patient anatomy included a pre-existing flail at the posterior (p) 1 leaflet segment, abnormal position of the heart, atrial fibrillation and high blood pressure not fully corrected with medication. Both the atrial fibrillation and the abnormal heart position made visualizing the clip difficult; however, leaflet assessment was satisfactory. Two clips were implanted and the mr was reduced from grade 4 to grade 1. On an unspecified date, the mr was noted to have increased to grade 3 and it was noted that the posterior leaflet was partially detached at the pre-existing p1 flail. A second mitraclip procedure was performed on (B)(6) 2016 and treated the partial leaflet detachment. One clip was implanted and the mr was reduced to grade 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4).the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported failure to adhere or bond resulting in partial clip movement appears to be related to challenging patient pathology/morphology of pre-existing flail. The reported patient effect of tissue damage appears to be related to clip movement on the leaflet and the reported patient effect of worsening mr is related to the tissue damage. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, additional information was provided, indicating that the clip had moved on the posterior leaflet and was partially detached from the posterior leaflet, but remained fully attached to the anterior leaflet. The posterior leaflet itself had also partially detached from the atrial wall, at the location of a pre-existing flail. No additional information was provided.